Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board and interconnect cable were evaluated and replaced. The gpos, rtos, gib and generator batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not power up (no boot). This results in a total loss of imaging functionality. There is no report of injury or death associated with this event.